Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported an alert 38 (motor stall) device alarm and sustained hyperglycemia above 399 mg/dl overnight. The patient disconnected from the ilet and administered manual insulin injections, including both rapid- and long-acting insulin, which corrected glucose. The device was replaced, and the user was instructed to use backup therapy until the replacement arrived. No hospitalization was required.